Event description:
It was reported that the patient presented in clinic, it was noted that the right ventricular lead was dislodged. During lead revision procedure, baseline transesophageal echocardiography -tee revealed absence of pericardial effusion. The lead was explanted and replaced on (B)(6) 2017. There were no intraprocedural complications, the patient tolerated the procedure well and was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.